Manufacturer narrative:
All available information was investigated, and the reported gripper line break was confirmed via returned device analysis. However, the reported physical resistance/sticking and migration could not be tested during the returned device analysis. Material deformation of the gripper line was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a definitive cause for the reported physical resistance/sticking of gripper line that resulted in gripper line break could not be determined. The reported partial clip movement appears to be related due to procedural circumstances. Observed material deformation appears to be related due to break. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact office first name and last name.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for gripper line break and partial clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, with a restricted posterior leaflet, anterior leaflet prolapse, and a dilated left atrium. A mitraclip xtr was advanced and deployment initiated. All steps were performed per instructions for use; however, while the gripper line was retracted 5.10cm, resistance was felt, upon which, the gripper line broke. Troubleshooting attempts were done and the gripper line was successfully removed from the anatomy independent of the cds. However, after gripper line removal, the clip was noted to have changed in position. In the physician's opinion, this clip movement was caused by removal of the gripper line. A second mitraclip was implanted to stabilize the clip. Post procedure mr remained at 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.